Event description:
During follow-up, an error message was observed while attempting to interrogate the device. A firmware download was performed to restore normal device function.

Manufacturer narrative:
(B)(4).

Event description:
It was reported the device could not be programmed.